Manufacturer narrative:
Addition the gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include pseudoaneurysm and reoperation.

Event description:
On (B)(6) 2016, a new pseudoaneurysm was developed at the distal end of the tgt3115/7909024 device, and a tgu343410j/14086893 was implanted to repair the pseudoaneurysm. The patient tolerated the procedure.

Manufacturer narrative:
Lot 7909024: (B)(4); lot 7425418: (B)(4). Additional devices implanted and/or related to this event: tgt3720/7425418. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent a procedure using two gore tag thoracic endoprostheses to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm measured 61mm. Follow up dates and aneurysm measurement: (B)(6) 2011, 61mm, (B)(6) 2011, 61mm, (B)(6) 2012, 61mm, (B)(6) 2013, 70mm. There is aneurysm enlargement of 9mm. It is unknown why the aneurysm sac has enlarged and there has been no reported or planned reintervention.